Event description:
This case was initially received via regulatory authority (B)(4) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("perforation of uterine tube and migration of an insert toward the intestine"), rash ("skin rashes whereas she never even had a blemish") and sinusitis noninfective ("very severe inflammation of the sinuses which continued despite surgery in (B)(6) 2015") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced sinusitis noninfective (seriousness criterion medically significant). In 2014, the patient experienced dyspnoea ("completely out of breath (I had to stop doing cardio-training, which I did 4 times a week)"), fatigue ("very major chronic fatigue") and premature menopause ("menopause at (B)(6) years of age, the year the device was placed"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), rash (seriousness criteria medically significant and intervention required), gastritis ("inflammation of the stomach, oesophagus and tendons"), oesophagitis ("inflammation of the stomach, oesophagus and tendons"), tendonitis ("inflammation of the stomach, oesophagus and tendons"), headache ("terrible headaches"), hypothyroidism ("hypothyroidism"), paraesthesia ("tingling in hands and feet"), eye movement disorder ("eye twitching"), vision blurred ("blurred vision") and vomiting ("vomiting in morning about twice a week"). The patient was treated with surgery (in (B)(6) 2014 the patient underwent right salpingectomy for removal of one insert), surgery (laparoscopic hysterectomy with salpingectomy to remove the second insert on (B)(6) 2017) and surgery (surgery due to sinusitis was performed in (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, rash, dyspnoea, fatigue, gastritis, oesophagitis, tendonitis, headache, premature menopause, hypothyroidism, paraesthesia, eye movement disorder, vision blurred and vomiting outcome was unknown and the sinusitis noninfective had not resolved. The reporter considered dyspnoea, eye movement disorder, fallopian tube perforation, fatigue, gastritis, headache, hypothyroidism, oesophagitis, paraesthesia, premature menopause, rash, sinusitis noninfective, tendonitis, vision blurred and vomiting to be related to essure. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this non-medically confirmed case report received from the regulatory authority refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and reported a perforation of uterine tube and migration of an insert toward the intestine treated with a right salpingectomy 6 months after insertion. She also reported skin rashes whereas she never even had a blemish and very severe inflammation of the sinuses which continued despite surgery in (B)(6) 2015 amongst other non-serious events. She had a laparoscopic hysterectomy with salpingectomy to remove the second insert 3 years after insertion. Uterine tube perforation and rash are anticipated, while inflammation of the sinuses is unanticipated in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion, in this case, a salpingectomy for removal of the insert was performed 6 months after insertion, and therefore a causal relationship cannot be excluded. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred after device insertion; therefore, a causal relationship with essure cannot be excluded. Considering the local and mechanical effect of essure into fallopian tubes, a causal relationship with inflammation of the sinuses was excluded (unrelated). This case was regarded as incident since a device removal was required (right salpingectomy and later laparoscopic hysterectomy with salpingectomy). A product technical analysis is awaited. Further information cannot be obtained from the reporter in this case.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("perforation of uterine tube and migration of an insert toward the intestine"), rash ("skin rashes whereas she never even had a blemish") and sinusitis noninfective ("very severe inflammation of the sinuses which continued despite surgery in (B)(6) 2015") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced sinusitis noninfective (seriousness criterion medically significant). In 2014, the patient experienced dyspnoea ("completely out of breath (I had to stop doing cardio-training, which I did 4 times a week)"), fatigue ("very major chronic fatigue") and premature menopause ("menopause at (B)(6), the year the device was placed"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), rash (seriousness criteria medically significant and intervention required), gastritis ("inflammation of the stomach, oesophagus and tendons"), oesophagitis ("inflammation of the stomach, oesophagus and tendons"), tendonitis ("inflammation of the stomach, oesophagus and tendons"), headache ("terrible headaches"), hypothyroidism ("hypothyroidism"), paraesthesia ("tingling in hands and feet"), eye movement disorder ("eye twitching"), vision blurred ("blurred vision") and vomiting ("vomiting in morning about twice a week"). The patient was treated with surgery (in (B)(6) 2014 the patient underwent right salpingectomy for removal of one insert), surgery (laparoscopic hysterectomy with salpingectomy to remove the second insert on (B)(6) 2017) and surgery (surgery due to sinusitis was performed in (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, rash, dyspnoea, fatigue, gastritis, oesophagitis, tendonitis, headache, premature menopause, hypothyroidism, paraesthesia, eye movement disorder, vision blurred and vomiting outcome was unknown and the sinusitis noninfective had not resolved. The reporter considered dyspnoea, eye movement disorder, fallopian tube perforation, fatigue, gastritis, headache, hypothyroidism, oesophagitis, paraesthesia, premature menopause, rash, sinusitis noninfective, tendonitis, vision blurred and vomiting to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-may-2017 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed 583 cases. Rash. The analysis in the global safety database revealed 130 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed case report received from the regulatory authority refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and reported a perforation of uterine tube and migration of an insert toward the intestine treated with a right salpingectomy 6 months after insertion. She also reported skin rashes whereas she never even had a blemish and very severe inflammation of the sinuses which continued despite surgery in (B)(6) 2015 amongst other non-serious events. She had a laparoscopic hysterectomy with salpingectomy to remove the second insert 3 years after insertion. Uterine tube perforation and rash are anticipated, while inflammation of the sinuses is unanticipated in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion, in this case, a salpingectomy for removal of the insert was performed 6 months after insertion, and therefore a causal relationship cannot be excluded. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred after device insertion; therefore, a causal relationship with essure cannot be excluded. Considering the local and mechanical effect of essure into fallopian tubes, a causal relationship with inflammation of the sinuses was excluded (unrelated). This case was regarded as incident since a device removal was required (right salpingectomy and later laparoscopic hysterectomy with salpingectomy). The product technical analysis cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information cannot be obtained from the reporter in this case.